Event description:
Th customer reported that the jaws would not open. It is unk if they were on tissue at the time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.